Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2013 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) /2021 indicate the patient received a left total knee revision due to pain, swelling, instability and tibial loosening. Upon entering the joint, scarring and synovitis was encountered and removed. The tibial component was noted to be loose at the cement to implant interface and subsided. Tibial component and insert were revised. The femoral component was well fixed and not revised. The patella was noted to be in baja prior to the revision surgery. This was partially corrected during the revision but remained in slight baja. It was noted to track well and was not revised. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.